Event description:
Patient reported replacement infusion system was removed shortly after it was implanted due to an acquired staph infection. Patient also reported she was not given antibiotics pre or post pump replacement, and does not plan on implanting another system in the future. Patient is being covered with oral baclofen. Additional information has been requested from the hcp and a follow up report will be sent when new information is received.